Event description:
It was reported that there was a lead warning for both the ventricular and the atrial leads for low pacing impedances and there was no sensing on electrogram. Additionally, the impedances on both leads were varying. The ventricular lead also had an episode of high threshold. Trouble shooting indicated that there was normal impedances and sensing on both leads through the analyzer. The physician suspected that the device had an internal component failure and the leads were good. The device was explanted and replaced. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis was inconclusive. Preliminary test failed for undersensing. Functional test failed catastrophically and did fail sensing and lead resistance. Further destructive testing was performed. The low lead impedance failure condition was verified along with a no output failure condition. Hybrid analysis identified a high current drain condition and abnormal voltage levels. This information correlated with all of the observed and reported failure conditions, as abnormal voltage levels cause this type of device to have output, sensing, high current drain (premature battery depletion) and lead impedance failure conditions. The die stack (u10) component was removed from the hybrid to isolate the failure. When this component was tested in a hybrid breadboard, the failure conditions were not present. An attempt was made to re-induce the failure conditions, but was unsuccessful. The surface mount capacitors were evaluated for high current leakage, but no excessive current leakage was identified. The die stack was identified as the cause of failure. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. Weekly pace impedance trend data shows an abrupt impedance decrease for min ventricular pace bi impedance = 646 to 76 ohms minimum between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 03:00:19. Weekly pace impedance trend data shows an abrupt impedance decrease for min ventricular pace bi impedance = 646 to 76 ohms minimum between (B)(6) 2012.